Manufacturer narrative:
Final device analysis of the pump revealed motor corrosion and a gear train anomaly. Returned for analysis was an incomplete catheter (pump connector and proximal segment only); analysis of the same revealed no significant anomaly; acceptable catheter testing.

Event description:
A reservoir volume discrepancy was found to have occurred twice; and the pt experienced hallucinations. No pump alarms were indicated; however the managing physician suspected the pump needed to be replaced. Battery depletion / prophylactic removal of the pump to avoid in-vivo battery depletion was noted. The pt's pump was explanted and replaced on (B)(6) 2011. The catheter was found to be patent and "intrathecal" during the device replacement procedure. The pt had recovered without sequela. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.